Event description:
It was reported that when the patient presented in clinic the device exhibited episodes of non-sustained rv oversensing. The device was reprogrammed and no further oversensing was seen. The device remains implanted and the patient will be monitored with routine follow-up.